Manufacturer narrative:
(B)(4). The product analysis indicates that at the time of receipt, the device¿s motor would not run at all due to damage caused by corrosion. Therefore, the temperature tests could not be conducted.

Event description:
It was reported that the device was overheating and will not stop running footpedal is released. No injury was reported, and there was no additional information available from the customer.